Event description:
The pt is a 48-yr-old woman who initially had bilateral breast augmentation in 6/74. She felt in the last seven years she had decreased strength, decreased stamina and fatigue. Two years ago, she developed burning pain in the breasts. Both sides are quite hard. On physical examination, she has class 4 contractures. Because of contracture, calcification, pain and possible systemic symptoms that may relate to her breast implants, the pt wishes bilateral implant removal. Total capsulectomy is medically necessary because of the calcification of the capsule.